Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons were nonresponsive and button error. Customer's blood glucose level was unknown. Customer stated that the insulin pump had unexplained no delivery alarms and diminished battery life from day one. Customer also stated that insulin pump rejected new batteries and cracked on the insulin pump. Customer reported that insulin squirts while priming and grinding during rewind process. The insulin pump will not be returned for analysis.